Event description:
Pt on dilaudid pca at 0.2 mg/hr with 0.2mg bolus q 10 minutes pm. Pt was still rating their pain high. Md ordered an increase in the dose to 0.5 mg/hr with 0.25 mg bolus q 10 minutes prn. Pt's pain better later & was down to a ?. 3-4 hours later, pt fell asleep and was snoring loudly. Caregiver checked on them later & pt was not breathing. Pt taken to e.r. But could not be resuscitated.